Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an undersensed beat during a ventricular arrhythmia. Technical services (ts) was consulted about the impact of such undersensed beat in therapy, but explained that due to programmed settings, therapy was not impacted. The rhythm was self-terminated. This ICD remains in service. No adverse patient effects were reported.